Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male, pt, in cardiac arrest, the device displayed an "attach pads" message. The complainant indicated that they changed the electrode pads 2-3 times and the malfunction went away. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.